Manufacturer narrative:
The method/results/conclusion codes have been updated to reflect the new information as the event is no longer a complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient said they did not have a stroke. This event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller was wanting to do an MRI and the new managing physician told the caller to call patient services to see if the patient could have an MRI. The caller stated the MRI was not related to the device, but then stated they weren¿t sure. The caller stated the patient was brought to the ER and was in the hospital because they thought the patient may have had a stroke. There were no further complications reported.